Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced migraine ("migraines"), feeling abnormal ("brain fog") and fatigue ("exhaustion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the weight increased, migraine, feeling abnormal and fatigue had resolved. The reporter considered fatigue, feeling abnormal, medical device removal, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fatigue, feeling abnormal, medical device removal, migraine and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced migraine ("migraines"), feeling abnormal ("brain fog") and fatigue ("exhaustion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the weight increased, migraine, feeling abnormal and fatigue had resolved. The reporter considered fatigue, feeling abnormal, medical device removal, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fatigue, feeling abnormal, medical device removal, migraine and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.